Manufacturer narrative:
Per the user facility's perfusionist, several attempts to remount the level sensor with gel were unsuccessful. It was observed that slight movement of the sensor cable would cause the 'disconnect' message.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was an intermittent "level sensor not connected" message displayed. The sensor cable was replaced. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be verified. Multiple diligence attempts were made in order to retrieve the product for further evaluation and testing to be conducted, but were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.